Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope was cultured three times and tested positive for an unexpected contamination. The issue was found during a routine culture of the scope/prep for use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end, cfu: no detection, bacterial identification: n/a. Sampling from: biopsy channel, suction channel, cfu: 1cfu, bacterial identification: stenotrophomonas maltophilia. Sampling from: a/w-channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: auxiliary water channel, cfu: 0cfu, bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: distal end, cfu: no growth, bacterial identification: n/a. Sampling from: biopsy channel, suction channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: a/w-channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: auxiliary water channel, cfu: 0cfu, bacterial identification: n/a. The device was evaluated where additional potential adverse events were noted: foreign material was found in the air/water channel and air/water cylinder. Based on the results of the investigation and because the user culture results were not shared, the positive culture could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The following is included in the device IFU "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.